Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed during decontamination where the unit was primed to fill. The circulation pump head was replaced per pm. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated the arctic sun device was not cooling. The device was due for the 2000 hours preventive maintenance service and would come in for that. Per follow-up information received on 13sep2022, there was no patient involvement was reported. A quote had been sent to the customer and biomed was sending the device in for repair. Per sample evaluation results received on 16feb2023, the root cause of the reported issue was a failed mixing pump. It was reported that the arctic sun device was primed to fill. It was stated that the replaced mixing pump head during the preventive maintenance.

Event description:
It was reported that biomed stated the arctic sun device was not cooling. The device was due for the 2000 hours preventive maintenance service and would come in for that. Per follow-up information received on 13sep2022, there was no patient involvement was reported. A quote had been sent to the customer and biomed was sending the device in for repair. Per sample evaluation results received on (B)(6), 2023, the root cause of the reported issue was a failed mixing pump. It was reported that the arctic sun device was primed to fill. It was stated that the replaced mixing pump head during the preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.